Event description:
It was reported that the device could not be interrogated through the merlin programmer. A premature battery depletion was suspected, as last year's device checkup indicated that the battery had a 5-year lifespan. No intervention made at this time. There were no adverse health consequences; the patient was stable.